Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which lead exhibited high impedance, so both are being reported. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-08744. It was reported that one of the patient's leads was experiencing high impedance. As a result, both leads were explanted and replaced. Therapy was restored at a follow-up reprogramming appointment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.